Event description:
During surgery, a software communication error occurred. After this software communication error the device did shutdown, and had to be restarted by the surgeon to pursue surgery.

Manufacturer narrative:
Analysis of the surgical logs determined that the software functioned as intended and no issues were noted. It was observed that the subject device had been modified. The touch screen support arm was in three sections. According to the device specification the touch screen should have only two sections. Test of the touchscreen was performed by the service engineer who detected that the cable of the touch screen was marginally too short and that when the touch screen was being adjusted or fully extended the cable was losing contact. This caused a loss of connection to the device and consequently the touch screen functionality did not work. Verification of the dmr indicates that the approved specification for the touch screen support arm is two segments only. On this occasion the third segment had been added by medtech sa at the request of the surgeon who required that the screen be customised to allow different positioning of the screen during transnasal endoscopy procedures. The device was brought back into conformity with the approved specification by removing the 3rd segment of the support arm. No similar issues have been reported concerning the subject device.

Manufacturer narrative:
The communication error is attributed to the deformation of the touch screen functionality cable.